Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, the device was found in emergency-vvi. Technical support was contacted, and it was determined that the device entered emergency-vvi due to the device not being able to restore the previously programmed parameter settings after the device corrected a bit flip. The device was successfully reprogrammed to resolve this event. The patient was stable with no adverse consequences.